Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose level on (B)(6), 2021. Customer's blood glucose level was unknown at the time of incident. Customer was treated with manual injection. Customer's current blood glucose level was 248 mg/dl. Customer had been using the insulin pump system within 48 hours of reported high blood glucose event. Customer was using auto mode feature at the time of the event. The insulin pump will not be returned for analysis.